Event description:
It was reported that the ilet pump stopped receiving glucose readings from a dexcom g7 sensor, with repeated difficulties pairing the sensor to the ilet despite restarts, code re-entry, and toggling between g6 and g7, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, consistent with intermittent communication failure traceable to the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.